Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article entitled, ¿abductor biomechanics clinically impact the total hip arthroplasty dislocation rate: a prospective long-term study¿ by eduardo garcia-rey, et al, published by the journal of arthroplasty (2016), vol. 31, pp. 484-490, was reviewed. The purpose of this article is to review the hypothesis that the position of the cup and reconstruction of the abductor mechanism lowers the tha dislocation rate. The authors assessed 1414 cementless primary thas implanted between 1992-2012. The authors utilized both competitor and depuy products. The authors provided detailed information for revised thas due to dislocation. Implanted depuy products: pinnacle cups, duraloc cups, profile stems, summit stems, polyethylene liners, and 28-mm cocr femoral heads. Results captured in pc-000600928: the generalized results were not identified by manufacturer. The number of depuy products associated with these results is unknown. There were no reported product problems with the femoral stems noted within the text of this article. 27 dislocations treated with closed reduction. The mean cup abduction angle was 45.6 degrees. The mean cup anteversion angle was 16.3 degrees. It is unknown if the mispositioned cups were associated with the dislocated hips. There were no reported revisions or interventions of any acetabular cup. Captured in (B)(4): acetabular cup: implant mispositioned. Polyethylene liner: implant dislocation. 28-mm cocr femoral head: implant dislocation. Patient harms: joint dislocation. This complaint contains 7 total complaints. The parent complaint will capture the results that are not specified by patient. There were 6 patents with depuy products that were revised. These patients are captured as case 1 through case 7 and are linked to (B)(4) male (B)(6), weight: (B)(6). Preoperative diagnosis: osteoarthritis. Tha implants: 52-mm duraloc cup, summit stem, 28-mm cocr head and pe liner. Revised unknown components at 39 months due to recurrent dislocation.